Event description:
It was reported that the patient developed a hematoma at the device pocket. The hematoma was evacuated and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead implanted (B)(6) 2002. (B)(4).